Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they turned their stimulation down because they did not have any voids from 2:45 pm to 9:35 pm. Patient reported they thought they were having a kidney problem so they turned the stimulation down. No further complications reported/anticipated.